Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set, the device experienced air bubbles forming in the tubing and preventing the tubes from filling properly. The following information was provided by the initial reporter. The customer stated: we are currently having difficulties with the ultra touch 25g wingsets. When we use them, there are air bubbles in the tubing and when we remove the needle, the blood flows out of it.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-11-04. H6: investigation summary bd received 4 samples for investigation. The samples were evaluated by functional testing and the indicated failure mode of air bubbles and leakage with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to air bubbles and leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode air bubbles and leakage. Bd was not able to identify a root cause for the indicated failure modes.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Common device name: intravascular administration set. Investigation summary: catalog number: no customer photos or samples were received from the customer for review and analysis. Therefor 10 retention samples were subjected to functional testing using 10 tubes per needle as well as a visual testing for leakage and, the customer's indicated failure modes of leakage and air bubbles within the tubing was not observed therefore, this complaint is not confirmed. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd is unable to confirm the customer¿s reported failure from the retention sample testing. Based on a review of batch records, no root cause from manufacturing was identified as a contributor. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set, the device experienced air bubbles forming in the tubing and preventing the tubes from filling properly. The following information was provided by the initial reporter. The customer stated: we are currently having difficulties with the ultra touch 25g wingsets. When we use them, there are air bubbles in the tubing and when we remove the needle, the blood flows out of it.